Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level as well as low blood glucose level. Blood glucose level at the time of the incident was 305 mg/dl and 40 mg/dl. Customer was treated with coke for low blood glucose level. Customer was using auto mode. Customer declined troubleshooting for high blood glucose level as well as low blood glucose level. The insulin pump will not be returned for analysis.